Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had inflation/deflation issue. It was reported that the patient was sedated and was on a ventilator. The customer stated that the event produced desaturation in the patient due to the rupture of the balloon. The patient required re-intubation.

Manufacturer narrative:
Evaluation summary: eight samples of devices were received for evaluation and the reported event was confirmed. A visual inspection was performed and it was observed seven samples were received sealed inside their pouches and one was received outside its pouch, all the components are assembled properly. An inflation/deflation test was performed and no difficulties were observed at the time of inflation nor deflation, the cuffs were inflated and held the air, the cuffs were left inflated 2 hours, after this time no deflation was observed, additionally the samples were submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.